Manufacturer narrative:
(B)(4) - used for retrograde ejaculation.

Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) on (B)(6) 2012. Two days post procedure, suprapubic catheter inserted for 12 days due to unsuccessful voiding trials.